Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates that a power on reset (por) occurred. The por estimated occurrence is first week prior to (B)(6) 2009. The diagnostic information is consistent with the event. Corrected data: patient date of death and removed device remains activated device code.

Event description:
It was reported that the device experienced a power on reset and that wireless telemetry will not work. It has been established in a previous call that the wireless telemetry will not work for the remaining service life of this device. It was also reported that the device performance data collection indicates that it started in 1994. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.